Event description:
It was reported to covidien in 2009 that a customer had with some gauze. The customer reports that the gauze frayed in the pt wound during a surgical procedure and had to be picked out by surgeon.

Manufacturer narrative:
Submit date: 04/16/2009. An investigation is currently underway. Upon completion, the results will be forwarded.